Event description:
It was reported that the infrared lamp on camera not working properly: the yellow light on the camera is continuously displayed with the camera connected to the system. No patient involved.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established as the reported problem was confirmed. A complaint history review found similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. Functional evaluation was performed on the returned camera which was connected to the system and displayed an error stating that the ¿camera infrared lamp is not working properly¿. The orange light on the camera also turned on. The illuminator leds on the camera can go bad over time and they can cause floating dead zones in the camera view. The warning message is displayed when the system detects the error from the camera. The root cause was established to be supplier / raw material fault. No containment or corrective actions are recommended at this time.